Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in a (B)(6) female patient who had essure (batch no. 626811,628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included hemorrhoids. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2008 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have hormone level abnormal ("hormonal changes describe"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant), 3 months after insertion of essure. The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: lot number mentioned in medical record: 81748902 (exp. 03/2011). Insertion details: on (B)(6) 2008:the device was in good position with 1 trailing coil on right and 6 coil on left. On (B)(6) 2009: device was in good position with 9 trading coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion, migration of essure device. Widely patent right fallopian tube; on (B)(6) 2009: satisfactory bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs & mr received. Lot number was added. Reporter's information was added. Added event migration of essure device location of device, hormonal changes describe, abnormal bleeding (vaginal, menorrhagia), depression and mental anguish. Event onset date was added. Historical drug, treatment drug, concomitant condition, concomitant drug , lab data were added. On 12-jul-2019: coding correction : reported term for the event "mental anguish" was changed from depression to mental anguish. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in a 31-year-old female patient who had essure (batch no. 626811,628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included hemorrhoids and overactive bladder. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2008 to (B)(6) 2016 and tolterodine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have hormone level abnormal ("hormonal changes describe"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant), 3 months after insertion of essure. On an unknown date, the patient experienced urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, hormone level abnormal, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: lot number mentioned in medical record: 81748902(exp. 03/2011) insertion details : (B)(6) 2008:the device was in good position with 1 trailing coil on right and 6 coil on left. (B)(6) 2009:device was in good position with 9 trading coils on the right side. Discrepancy noted for date(s) of removal previously reported as device explanted on (B)(6) 2009 and now reporting as not removed she had been treated for migration, uti diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion, migration of essure device. Widely patent right fallopian tube; on (B)(6) 2009: satisfactory bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event : "uti" and "post removal complications" was added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.